Manufacturer narrative:
This rpt is being submitted to correct the model number rpt'd in the original rpt of 9/2/97. Model 65unk will be used as a default model number when an adverse event is determined to be reportable and the model number is not provided by the reporter.

Event description:
During the month of 7/97, during a wiktor stent implant in an extremely tortuous circumflex artery the stent became fixed in the vessel. During withdrawal of the stent delivery system, the stent came off the balloon and required retrieval with a snare. No pt complications were reported.